Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin leaking on the tubing area near the anchor site (coupling housing). The blood glucose was reported high (354 mg/dl) .no additional assistance or medical intervention were needed to manage the high blood glucose. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.